Event description:
The physician was performing a stone removal using a wire guide in conjunction with a sphincterotome and an extraction balloon. It was also reported that the wire guide was flushed only once throughout the entire procedure. During the procedure, when removing the wire guide from the extraction balloon, it was reported that the coating peeled from the distal portion of the wire guide leaving approximately 2cm of the coating inside of the patient's duct. The stone removal was completed using the same balloon. At that point the balloon was used to sweep the duct, bringing the detached portion of the coating up into the intestine where the piece was retrieved using forceps. The patient was reported to be in satisfactory condition.